Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there was one (1) additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of "aug 2021¿ through ¿nov 2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec-2019 through nov-2021 was reviewed. There were no triggers identified for the review period.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). The seal was loaded according to the procedure, but the seal was not properly filled in the tube of the delivery device. So, immediately prepare an alternative heart string. This time, the seal can be filled without any problem and can be used. Since it was before the aorta was punctured, there was no effect on the patient such as bleeding. There is no extension of operation time.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.